Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door 6 was broken at the handle and hinge. A field service engineer taped across the cracks and replaced the plexiglass as well. Further, confirmed that the user successfully recovered the drawer and did inventory. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system tower door was broken and required replacement. The customer stated that this malfunction occurred while issuing medication and confirmed there was no delay or harm. There were no adverse events or injuries reported based on this incident.